Manufacturer narrative:
Product ID 3998, lot # v062321, implanted: (B)(6) 2007, explanted: na, product type lead. Product ID 389033, lot # v053080, implanted: (B)(6) 2007, explanted: na, product type lead. Product ID 37742, serial # (B)(4), product type programmer. Product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, explanted: na, product type extension.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that following the brain MRI "something happened, they didn't use the right machine or something, and they "fried" the patient's stimulator and it stopped working. The health care provider removed the previous implantable neurostimulator and replaced it with a new implantable neurostimulator. At the same time of the implantable neurostimulator replacement, they added another set of lead wires and "looped them in, but didn't implant them." Since the implantable neurostimulator was replaced, a lot of other things have happened." This was described as the patient being diagnosed with unrelated chronic pancreatitis and she also had whipple surgery. The patient's managing health care provider recommended that the patient be able to get mris due to these health issues, and the patient needs mris of her stomach and chest which is unrelated to the device or therapy. The patient is discussing the potential of replacing her current system completely with an MRI compatible system. There were no planned surgical interventions.

Event description:
It was further reported that the patient received additional help on (B)(6), 2012 and the issues resolved.

Event description:
It was reported that the patient's implantable neurostimulator (ins) turned sideways with the bottom "sticking out" following a brain MRI. It was noted that the patient needed the MRI for memory issues. Also, the patient was unable to turn the ins on with the patient programmer (with or without the antenna attached) after the MRI. Additional information was requested but was not available at the time of this report.